Manufacturer narrative:
Other relevant components include: product ID 8731 lot# serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the catheter was not placed optimally at implant. The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to other catheter previously placed at t12; should be at t8-9 for optimal coverage now. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 8731 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (25.0 mg/ml at 4.548 mg/day), bupivacaine (20.0 mg/ml at 3.638 mg/day), and clonidine (300.0 mcg/ml at 54.57 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient stated his pain was constant. It became worse with activity, prolonged positions and with weather changes. He had improvement in his pain with rest, ice, heat and with pain medication. Flouroscopy on (B)(6) 2017 gave results of the catheter found to be at t12 when it should have been at t8-9. The plan was to move the catheter to t8-9. The catheter was flushed. The entire system was explanted/replaced on (B)(6) 2017. The outcome was noted as ongoing. The clinical diagnosis was increased pain. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No further complications were reported.